Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported her insulin pump is squirting out insulin during the manual prime process. She is stuck on the fill tubing part and cannot exit this step. Customer's blood glucose is 376 mg/dl. She has treated, but did not specify how. There was no gap between the piston and reservoir. When customer releases the act button, insulin does not continue to drip. The device had no alarms. The drive support cap appeared normal. Customer was advised the force sensor did not detect the reservoir during the seating process. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.